Event description:
The patient has 2 extensions (from the same lot) implanted as part of his scs system. It was reported, the patient was unable to feel stimulation on his right side. The patient also stated when he attempted to adjust the stimulation; it would turn off by itself, although the programmer was still turned on. In addition, the patient reported he had a recent fall. Follow-up information revealed the sjm representative met with the patient at a consult with the physician for troubleshooting and reprogramming which did not resolve the issues. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his extensions were explanted and not replaced. The patient reported effective stimulation coverage postoperative.

Event description:
Follow-up information revealed during surgical intervention on (B)(6) 2015, the physician saw a visual kink/fracture in the extension.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.